Event description:
Limited info, sample received in lab with no written documentation included. Writer contacted account who stated the samples were inadveretently sent and there was no issue. Lab conducted evaluation and noted leakage occurred. Writer re-contacted the account who stated they had no clinical info to provide. No further details available.